Manufacturer narrative:
Irn#(B)(4). Complaint took place in USA. Under item h6, codes b, c and d, placeholders have been inserted that have not been verified, as the intial report can only be packed in this form if these are filled in, although no analysis has yet taken place. These b, c and d codes can only be transmitted correctly in the subsequent message as the analysis is still being processed. You will receive the complete report with all test results in the subsequent message.

Event description:
Irn# (B)(4). Incident occurred in USA: with needle inserted, upon injecting medication, the "hub" sprung leak. There was a "fountain" of medication squirting from the hub while under pressure. Tried another needle and the same event occured. Tried a different pkg., different lot#- all ok.

Event description:
Irn # (B)(4). Incident occurred in USA: with needle inserted, upon injecting medication, the "hub" sprung leak. There was a "fountain" of medication squirting from the hub while under pressure. Tried another needle and the same event occured. Tried a different pkg., different lot#- all ok.

Manufacturer narrative:
Irn # (B)(4). Complaint took place in USA. Based on risk assessment and clinical assessment this file is considered as closed. In case new information becomes available a follow up report will be sent to the agency.